Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 593 mg/dl at the time of the incident. Patient's current blood glucose: 360 mg/dl. The customer experienced symptoms such as tightness of the muscles. Customer states he is treating with the pump for high blood glucose. Customer declined to perform the high pressure test. The pump will not be returned for analysis.